Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the reservoir kept falling out of the insulin pump, though there was no sign of physical damage on the device. The patient was hospitalized on (B)(6) 2016 for a high blood glucose exceeding 600 mg/dl, diabetic ketoacidosis, and urinary tract infection. The patient began to vomit. Troubleshooting did not occur. The insulin pump was not returned for analysis.